Event description:
I began using fixodent in 1993, and continued use up to the present date. I began to have tingling, numbness, muscle weakness, fatigue, vertigo, pain and vision problems. D2: dose or amount: as illustrated. Frequency: daily. Route: oral. Dates of use: 1993-2009. Diagnosis or reason for use: denture adhesive. Event abated after use stopped: no.